Manufacturer narrative:
(B)(6). During an unknown procedure, it was reported that the smart control self expanding stent was jumping. Additional information was received, and the stent was not received with the smart control that was returned for analysis. No other information was reported. The device was returned for analysis. One non-sterile ses smart control 10x40 80 stent delivery system was received for analysis inside a plastic bag. No original packaging was returned. Per visual analysis, the locking pin was not returned, and the stent was already deployed. The stent was not received for analysis. No other anomalies were found. Functional analysis to deploy the stent could not performed since the stent was already deployed. Dimensional analysis was not performed due to the deployed condition of the device. A product history record (phr) review of lot 17725751 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿ stent delivery system (sds)-ses~deployment difficulty - inaccurate placement¿ could not be confirmed since the stent and procedural films were not received. The cause of the event could not be conclusively determined during the product evaluation. Procedural factors and vessel characteristics, while unknown, may have contributed to the deployment difficulty. As per the instructions for use, which is not intended as a mitigation, ¿advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target lesion. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft, either outside or inside the patient, may result in deploying the stent beyond the target lesion site.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken.

Event description:
During use, it was reported that the smart control self expanding stent was jumping. There was no patient injury. No other information was provided. Additional information was received and the stent was not received with the smart control that was returned.